Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated by the distributor. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was intermittently able to power on. The cause for the intermittent ability to power on was a defective computer/analog board. The root cause for the defective ca board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power.